Manufacturer narrative:
Additional information provided. The clinical application specialist (cas) provided a video clip of the case. In the clip you can see the surgeon attempting to pull the flap into position after the flap was cut. The flap was stuck centrally. The clip does not show the progression of the case beyond the sticky spot centrally. The cas added the following data from the case ¿the stromal dissection looks very good. This punctate uncut area may be determined by ¿dry spots¿ that are not in contact with the patient interface lens. The customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported that a patient's left eye flap remained adherent in the center area after laser assisted flap creation. This made it very difficult to raise. At one day post-operative visit, the patient is reported to have a good visual acuity. Upon follow up, a company representative reported watching a video of the procedure and that the stromal dissection looked very good. This punctate uncut area may be determined by dry spots that are not in contact with the patient interface lens. The company representative wants to be in the operating room at the next surgery.